Manufacturer narrative:
The subject device and the broken distal end were returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14.0 mm from the distal end. The probe had a mark contacted with other metal object around the broken point. The fracture surface of the probe showed that crack developed from the contacted mark. Also, the tissue pad of the subject device was worn. The grasping section had a mark contacted with the distal end of probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut) or twisting the device while grasping the tissue. Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic hysterectomy, the subject device was used. A few hours after the surgery began, an unspecified error occurred frequently. When the nurse cleaned the distal end of the subject device, the probe was broken off outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.